Event description:
Philips received a complaint on the v60 ventilator indicating that the battery was failing. The device was reported to be in use at the time of the reported problem. No patient harm reported. The field service engineer (fse) completed onsite service and confirmed the issue. The fse stated that the customer was advised to replace the battery, but because the battery was out of warranty the customer decided to resolve the issue themselves. The fse confirmed that the device was returned to full functionality and was back in use. No further work was performed by the philips fse. The investigation concludes that no further action is required at this time.